Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient had been admitted in the hospital on (B)(6) 2015 for sepsis. The patient had developed a staph infection and vegetation. She was treated with antibiotics. The system was explanted and replaced. During the explant the patient incurred a laceration of the oropharynx which was repaired. No other complications were noted.